Event description:
To whom it may concern, in regards to below issue, we have the same mattresses in our facility, and we are concern what the next step might be in resolving this issue. Stryker rep has been contacted. Please advise, thank you. It was reported by service report that there has been fluid intrusion to the interior mattress. No pt involvement or adverse consequences are reported.